Event description:
Mastectomy with reconstruction breast implant. Autoimmune disease diagnosed, followed by full disability in 2010. By 2018, implants had ruptured but not before causing stomach, digestive issues, chronic fatigue, joint and back issues, reflux, constant sinus infections, anxiety, heart palpitations, progressive vision loss, urinary spasms, etc.